Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium reveal an implanted coiled metal foreign body') and device expulsion ('myometrium reveal an implanted coiled metal foreign body') in a female patient who had essure (batch no. 20224430) inserted for female sterilisation. The patient's medical history included dysmenorrhea, menorrhagia, fibroids, body mass index increased, endometriosis and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: essure attempt unsuccessful. Lot number: 20224430, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium reveal an implanted coiled metal foreign body') and device expulsion ('myometrium reveal an implanted coiled metal foreign body') in a female patient who had essure (batch no. 20224430) inserted for female sterilisation. The patient's medical history included dysmenorrhea, menorrhagia, fibroids, body mass index increased, endometriosis and ovarian cyst. On 9-apr-2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: essure attempt unsuccessful . Lot number: 20224430. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report